Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the b30 error occurred due to adhesion of dirt to contact on the scope. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had an intermittent b30 scope communication error. It was noted that the issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that no cable was plugged into the device and the scope socket had never been cleaned. The customer was instructed to reseat both source communication cables on both sides and clean the scope contacts. The issue resolved after the customer cleaned the scope contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.